Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was due to the battery board connector being burnt and a shorted u13 cmos flash microcontroller. The charger was unable to charge a battery pack. The root cause for the contamination was ingress of an unknown liquid. The cause for the shorted u13 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) was due to the f1 fuse being open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery charger had a battery charger problem. A us distributor reported that a battery was unable to power on a monitor.

Event description:
A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was due to the battery board connector being burnt and a shorted u13 cmos flash microcontroller. The charger was unable to charge a battery pack. The root cause for the contamination was ingress of an unknown liquid. The cause for the shorted u13 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the damaged battery pack. Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was due to the battery board connector being burnt and a shorted u13 cmos flash microcontroller. The charger was unable to charge a battery pack. The root cause for the contamination was ingress of an unknown liquid. The cause for the shorted u13 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a battery charger had a battery charger problem.